Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer displayed a black screen when turned on. It was indicated that the display flex-tape was out of specification and therefore replaced. It was also indicated that the keyboard cover was missing, the right keyboard hinge was broken, and a fan was noisy. These parts were replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that when the programmer was turned on it would display a black screen only. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.